Event description:
It was reported that the peep values were higher than set. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, while the issue with peep occurred, there was no exhalation. During on-site visit the issue was not reproduced. The device passed all performance tests and was returned to clinical use. Review of the device's logs confirms occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as peep high, expiratory minute volume: low, paw high, vt insp. Overrange, inspiratory flow overrange and respiratory rate: high indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. As it was confirmed by subject matter expert (sme), there was no technical malfunction of the ventilator itself. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the breathing circuit or leakage. The cause of the reported issue has not been determined.